Event description:
It was reported that during laparoscopic cholecystectomy procedure the scrub was firing out test clips and malformed clips were firing out. The device was not used and another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.